Manufacturer narrative:
The e801 module serial number is (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned positive results for "several" patient samples tested for elecsys toxo igm (toxo igm) on a cobas e801 module. Data was provided for 37 patient samples tested between (B)(6) 2023 and (B)(6) 2023. Of this data, the results for 33 patient samples were positive (results greater than 1.0 coi). The customer allegedly believes the results are falsely positive if no evolution is seen in the igm or igg results after more than 14 days or if the toxo igm result from a different method is negative. No comparison data was provided. The following are examples of positive results for 3 patient samples: on (B)(6) 2023 patient 1 (ID (B)(6)) result was reportedly 2.66 coi (positive). On (B)(6) 2023 patient 2 (ID (B)(6)) result was reportedly 5.61 coi (positive). On (B)(6) 2023 patient 3 (ID (B)(6)) result was reportedly 1.13 coi (positive).

Manufacturer narrative:
No sample material was available for investigation. Internal investigations have confirmed a decreased specificity for this reagent lot, still performing within the product specifications. The specificity is within the claimed range. The reagent performs within specification. The investigation did not identify a product problem.

Manufacturer narrative:
Section d4, expiration date was updated.